Event description:
A health care professional alleged that she received high, out of specification control test results using contour. While troubleshooting, she performed another control test and received a result of 289 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the hcp.